Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator alarmed several times. Ventilation did not stop, however, the patient was removed from the ventilator without any reported harm.